Event description:
A medical center in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. This was observed during a performance check. No patient consequence was reported.

Manufacturer narrative:
The complaint device was recently received at fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the iw910 mobile infant warmer head case was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection of the upper and lower head case revealed a series of cracks in one location. The light diffusing glass was also observed as being loose. No other damage was observed on any of the returned parts. Conclusion: based on the observed damage we can conclude that the most likely cause was due to significant impact to the warmer head. The iw910 mobile infant warmer is a mobile unit that can be moved from one location to another. It is possible for the warmer head assembly to incur accidental impact damage through collision with walls or swinging doors during transport. The iw910 mobile infant warmer was repaired by the (B)(4).

Event description:
A medical center in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. This was observed during a performance check. No patient consequence was reported.